Manufacturer narrative:
(B)(4). The complaint rt380 circuit is expected to be returned to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via our distributor that an rt380 evaqua2 adult breathing circuit begun to leak when connected to the ventilator. There was no patient consequence.